Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll bns was damaged. The following information was provided by the initial reporter: additional information (B)(6) 2021: please find hereby my reply on your questions: this is the information available in our complaint record: ¿syringe was cracked. Backup used to complete the surgery.¿ additionally, a form was completed and in that form I can find the following information: the event occurred before surgery. The surgery was completed with no further problems. A back-up product was used to complete the surgery. The product was not in contact or used on the patient¿s eye. We received a market complaint regarding a cracked syringe.

Manufacturer narrative:
H.6. Investigation: two photos and one loose 1ml syringe were received and evaluated. It was observed there was a large circular scrape present in the location of the 1ml marking, which was missing. There was also a small buildup of plastic on the edge of the scrape. The damage and missing print were rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 1ml ll bns was damaged. The following information was provided by the initial reporter: additional information 3-feb-2021: please find hereby my reply on your questions: -this is the information available in our complaint record: ¿syringe was cracked. Backup used to complete the surgery.¿ additionally, a form was completed and in that form I can find the following information: the event occurred before surgery, the surgery was completed with no further problems, a back-up product was used to complete the surgery, the product was not in contact or used on the patient¿s eye. We received a market complaint regarding a cracked syringe.